Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during drain on a homechoice (hc) machine, it was reported that the patient line of an automated peritoneal dialysis set had disconnected from the transfer set. The home patient (hp) had woken up to find that they were disconnected. The technical service representative (tsr) assisted the hp in ending therapy. During follow up, it was reported that the hp did not connect the transfer set to the patient line properly. The hp did not screw them tight enough together. The hp had used new supplies to finish therapy. The hp went to the hospital to be checked out and the patient did not have an infection. The hp was given antibiotics prophylactically. Additional information was requested but is not available. This is report 1 of 3 for this event.